Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2011. Subsequently, a revision procedure was performed on (B)(6), 2012 due to tibial loosening with necrosis. The tibial tray was removed and replaced. No further information has been provided.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. No further complications have been reported. This MDR is one of two reported (1825034-2012-00221 and 9610576-2012-0003) for this event. This report filed (B)(6), 2012.

Manufacturer narrative:
Device manufacturer information was entered incorrectly as the biomet (B)(4) facility instead of the biomet (B)(4) facility. The manufacturer report number is correct. (B)(4).